Manufacturer narrative:
This is a combine initial/final medwatch report. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned for evaluation. During that evaluation, the user report was confirmed. No image was present due to a broken cable. Additionally, it was noted that the lens coupler was rusted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, it is believed that the reported failure was caused by faulty signal cable. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that his olympus 4k camera head was not producing an image during preparation for a laparoscopy procedure. According to the initial reporter, the intended procedure was completed using a back up camera with no delays or patient impact.